Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event ¿for five to six days¿. The patient was treated with unknown medication for the event. On an unreported date, the patient experienced sepsis. Treatment was not reported. Nine days after receipt of this report, the patient passed away (in the hospital). The cause of death was reported as due to sepsis. The patient was not recovered from the peritonitis event prior to death. It was reported an autopsy was not performed. Pd therapy was ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. No additional information is available.